Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable na electrode results for 2 patient sample(s) on a cobas pro ise analytical unit. Patient 1: the initial na result was 147.4 mmol/l and the repeated result was 139.1 mmol/l. Patient 2: the initial na result was 143.8 mmol/l and the repeated result was 134.4 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated due to a delta check in the customer's system.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative inspected/checked the instrument and verified it was performing within specifications. No abnormalities were observed with the instrument. He replaced the electrodes and performed tests with acceptable results. The investigation is ongoing.